Manufacturer narrative:
Device passed self test. Pump received error 38 during rewind due to corroded motor home switch. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test or verify pump error 43 due to pump error 38. Device tested outside the device and received pump error 38 at rewind.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump had received multiple pump errors. The customer's blood glucose level was 14 mmol/l. The customer was assisted in troubleshooting and it was reported that they were able to clear the alarm but unable to complete the insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.